Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's partner reported on behalf of the customer who was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced unspecified symptoms of hyperglycemia and presented to the hospital where he received drips for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did not turn on with a button, strip, or usb cable insertion. The reader also was not recognized while connecting to pc, therefore further investigation was performed for the returned reader. The reader was de-cased. During the visual inspection, liquid ingress was observed. Therefore, this complaint is not confirmed to use due to contamination.

Event description:
Customer's partner reported on behalf of the customer who was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced unspecified symptoms of hyperglycemia and presented to the hospital where he received drips for treatment. There was no report of death or permanent impairment associated with this event.